Event description:
Information received indicates the head end of the bed is drifting down slowly.

Manufacturer narrative:
After replacing both of the hydraulic valves for the cylinder the technician found the replacement of the hydraulic manifold repaired the bed.